Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked case on the display window corner, minor scratches on lcd window and scratched reservoir tube window.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was unknown. Customer was asleep when alarm occurred and doesn't recall any significant event that may have caused the alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.